Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's pump was alarming for no delivery. It was reported that the customer tried to remove and replaced the battery, but are now receiving battery out limit alarms. It was reported that the customer was unable to clear the alarms. The customer's blood glucose level was reported to be 514.8mg/dl. It was reported that the buttons were not responding to clear the alarm. It was reported that the customer was advised the pump would have to be replaced and returned for analysis. It was reported that the customer did not confirm the pump would be returned for analysis. No further information provided.